Manufacturer narrative:
Internal file number - (B)(4). Correction: removed code 2921. Evaluation summary: analysis was performed on the returned device. The reported sheath/ guide detachment was confirmed. The reported device difficulty inserting/ positioning the device, needle to cuff miss and device entrapment (inability to remove the device could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due interaction with the anatomy and downward force applied during device insertion attempt. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial report additional information was received. There was no resistance felt during closure of the proglide foot. There was a two hour clinically significant delay in the procedure due to the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional iliac procedure. Reportedly, a little resistance was felt during insertion of the proglide device. When the plunger was removed no suture was attached to any needle. Resistance was felt during closure of the foot. When the proglide device was attempted to be removed from the patient anatomy heavy resistance was felt. A surgical cut down was performed to remove the proglide device and the sheath was separated from the guide and remained in the patient. The proglide sheath was removed from the patient with a serrefine forceps. Manual arterial compression was applied to achieve hemostasis. There was a clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. No additional information was provided.